Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of death and myocardial infarction are listed in the xience sierra instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 one 3.0x18 mm xience sierra stent was implanted in the proximal right coronary artery. On (B)(6) 2019 the patient was found deceased by the patient's wife. The wife suspects the patient expired of a heart attack as she noted an open bottle of nitroglycerin next to the patient. No additional information was provided.